Event description:
A customer received that knife blades were found to be blunt upon use. It was noted that the doctor uses these knives in government hospitals and users other knives in his private practice, and therefore may not be used to these knives. Add'l f/u confirmed that this issue only involved one knife. There was no harm to the pt. Add'l info was requested, however, none was available. This is the first of two reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).